Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific value was not provided. Reportedly, customer's insulin was exposed to extremely cold temperatures. Tandem technical support educated customer on insulin labelling. A correction bolus was delivered to address bg level.